Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -06.50 diopter, into the patients left eye (os) on (B)(6) 2021. The lens was removed on (B)(6) 2021 due to the lens was too big. The lens was replaced with a shorter lens and the problem was resolved. Additional information has been requested but none has been forthcoming.